Event description:
The consumer indicated her tampon came apart in pieces upon removal.

Manufacturer narrative:
Device history record reviewed and records found to meet specifications. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.